Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced non-auditory pain/sensation as well as non-auditory percepts with and without device use. Programming attempts were made however; the issue could not be resolved. The device was subsequently explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed on 25 apr 2014.